Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x gepd-7-9 of lot number c1727378 in this complaint was returned to cirl for evaluation without its original packaging under (B)(4). (B)(4) were all opened from this complaint. (B)(4) (report reference number 3001845648-2021-00097) deals with the placement of the initial gepd-7-9 device with an incorrect wire guide (B)(4) (report reference number 3001845648-2021-00015) deals with the breaking of the initial gepd-7-9 device on removal due to the user error of the device exceeding the maximum 3 month indwell period in the patient. (B)(4) (report reference number 3001845648-2021-00112) deals with the placement of another gepd-7-9 device with an incorrect wire guide to finish the procedure. The device involved in the complaint was evaluated in the laboratory on 29th january 2021. A breakage was noted on the returned device. Image review: n/a. Documents review including IFU review: prior to distribution all gepd-7-9 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the gepd-7-9 device of lot number c1727378 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1727378. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. As per information supplied it was confirmed that an incorrect wireguide was used with this device root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. The device broke on removal from the patient approx. 4 months later and it is unknown if the rest of device was passed by the patient, however no problems were noted with the patient. This breakage of the device will be dealt with in (B)(4) (report reference number 3001845648-2021-00015). Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2020: to remove the geenen pancreatic stent, the user grasped the stent with a snare and pulled, but the stent broke at the grasping site. The separated part fell in to the duodenum and the user did not remove it since he assumed it would be passed(excreted) in the stools. (B)(4). He placed another stent (gepd-7-9 / lot unknown) using a 0.025 wire guide and completed the procedure. (B)(4). Additional info received 14-jan-2021: the user placed the geenen pancreatic stent in the pancreatic duct using a 0.025 inch wire guide. (B)(4). Additional information provided on 19/jan/2021: micro-tech's cold snare (cs3-11523230) was used to remove the geenen pancreatic stent. This snare is sharp as it's for cold polytectomy, so the rep is suspecting using this snare could cause the stent breakage.